Event description:
¿Propofol infusing, air bubble alarm noted. No bubbles noted by rn in tubing. Attempted troubleshooting multiple times. Removed from service and replaced with alternate tubing. Manufacturer response for infusion pump, infusomat (per site reporter). Bbraun evaluating ail in line issues.